Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device failed barrel clamp open position test during preventive maintenance. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
This file is no longer reportable.

Event description:
It was reported that the device failed barrel clamp open position test during preventive maintenance. No additional information was provided. There was no patient involvement.